Event description:
It was reported that package contamination occurred. A 16-6/5.8/75 xxl esophageal balloon catheter was selected and unpacked. However, upon opening, the technician contaminated the device by touching with her hand before dropping on sterile table. The procedure was completed with a different device. There was no patient involvement.